Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/11/2017 with the following findings: a review of the black box and alarm history revealed multiple call service alarms. The pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Investigation duplicated the report.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm [069] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.